Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as a burning sensation. Field services reported blisters on the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. The patient spoke to the doctor about the blisters and used aloe. Follow up indicated the irritation improved. Reporting out of abundance of caution. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as a burning sensation. Field services reported blisters on the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. The patient spoke to the doctor about the blisters and used aloe. Follow up indicated the irritation improved. Reporting out of abundance of caution.